Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a >6.0 cm diameter thoracic aortic aneurysm. It was reported that the patient had a type 3 endoleak. It was later reported that the leak was a type 3 fabric and the physician stated that it was caused by sharp plaque within the aortic wall. It was also reported that the patient had an intervention to reline the stent graft with a 32 32 100 distal main. It was noted that a 34 34 150 proximal main was inserted first, but could not pass through the external iliac. It was noted that this device was 24 french in size. It was also noted that access vessels were not visualized on the cta scan. The physician then inserted the 32 32 100 device, which went fine. An angiogram was done and no endoleak was seen. The patient was reportedly doing fine post operatively. No additional clinical sequelae were reported and the patient is fine. Review of returned pre-implant non-contrast cta¿s of the abdomen revealed that the patient¿s abdominal aorta and iliac arteries were extensively calcified. Measurements were approximate since non-contrast. The aortic diameter ranged from 16-17mm, and the calcifi ed distal aortic diameter was 16mm. The right common iliac artery diameter ranged from 10-13mm, and the right external was 9mm. The left common iliac artery diameter ranged from 11-13mm, and the left external was 9mm. The femoral arteries were calcified along their length; bilaterally. The patient's thoracic aorta was not visible. Review of pre-implant cta¿s revealed that the patient had a taa which measured approximately 7.5cm max diameter. The taa was located in the descending section of the aortic arch, approximately 8cm distal to the lsa. The entire length of the descending thoracic was extremely calcified. The thoracic flow lumen diameter at the level of the lsa was 26mm, and just proximal to the taa measured 27mm. Just distal to the taa the flow lumen diameter measured 24mm, and just proximal to the celiac was 21mm in diameter. Review of cta¿s from 1-month post-implant revealed that a single valiant had been implanted beginning 2cm distal to the lsa, and extending across the arch into the descending thoracic. Contrast is seen outside the mid portion of the stent graft (near the level of covered stent #4) along the outer curvature of the device. This appears to be a type iii fabric endoleak. Near the location of this likely endoleak, the stent graft is located in close proximity to the highly calcified thoracic aorta. The maximum diameter taa measures 6.7cm and the stent graft is patent. The proximal stent graft od is 25mm and the distal od measures 25mm. No other stent graft issues are observed. The exact cause of the likely type iii fabric endoleak is uncertain. Images during implant were not available for review. It is possible that the endoleak was caused by fabric abrasion from the calcified thoracic aorta. Images during the recent intervention to re-line the stent graft which resolved the endoleak were not available for review.